Event description:
During an angioplasty of the right common iliac artery, the physician had some difficulties in stent deployment and removal of the balloon. The balloon was stuck to the stent, even after deflation. The stent could be placed properly despite the difficulties. There was no patient injury reported.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.